Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that a cs 215 call service alarm was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2016 with the following findings: during investigation, the transmitter was paired with the pump correctly. Blood glucose was set to 120 mg/dl was accepted in both attempts within 2 hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20% with no warning or alarms occurring during testing. The complaint of a cs 215 call service alarm issue was not duplicated during investigation. The transmitter performed within specifications.